Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during tevar procedure, the guidewire perforated the hermetic lumbar catheter, closed tip (ins5010) on insertion. The doctor felt resistance on insertion of lumbar catheter; it was a challenging insertion with difficulty feeding the catheter with high resistance. Due to the amount of resistance encountered, the doctor withdrew the catheter, and it was then noted that the guide wire had perforated the tip of the catheter. The doctor reinserted another lumbar catheter without issue. The surgery was delayed for 60 minutes due to the problem encountered. There was no patient injury.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hermetic lumbar catheter, closed tip (ins5010) was returned for evaluation: device history record (DHR) review - DHR review was not possible because the lot number was not reported. However, all tubes, guidewires, and tuohy needles are verified for dimensions at incoming inspection and thus compliant at the moment of use at the manufacturing area. Failure analysis - investigation of the returned product showed that the tuohy needle was not returned for evaluation. However, the returned catheter shows that it is complete, and the guide wire was inserted inside the catheter. It was observed that the distal (to surgeon) side of the guide wire had exited the device through the catheter¿s tip (the tip was perforated by the wire), and it was also observed that the distal end of the catheter (guide wire inside of it) had a ¿u¿ shape resembling a ¿cane¿. This may indicate that the catheter encountered an obstacle during insertion; for example, if the needle is angled incorrectly, it could lead to contact with surrounding tissue. In addition, the guide wire was bent inside the catheter at different places which may reflect an attempt to forcefully push the device when the reported resistance was felt. Most likely the catheter tip was perforated with the guide wire while trying to force the catheter through. Since the tuohy needle was not returned, another 14 g tuohy needle was used to ensure the tube passed through it without excessive resistance. The catheter (with guide wire) passed through the tuohy without resistance, but some resistance was felt at the places where the guide wire had been bent. Root cause - based on the appearance of the catheter/guide wire, the complaint is considered confirmed. However, the most probable cause for the resistance encountered is likely related to the procedure and not related to the product, since no defect (other than, at the field, bent wire and perforated tip) was observed in the catheter or guidewire that would prevent free insertion of the lumbar catheter. Also, no other complaint about the reported condition has been received in a one-year review performed. As a result, no further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.